Manufacturer narrative:
The serious expected events of vascular occlusion and vascular compression were considered possibly related to the treatment. Serious criteria include the need for medical intervention to prevent the permanent damage. The potential root cause include injection of the filler intravascularly or in the vicinity of blood vessels leading to vascular occlusion or compression. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by an other health professional which refers to a 66-year-old female patient. The patient had fitzpatrick skin type 1. The patient had no known allergies. No information about medical history or concomitant medication has been provided. The patient had previously received treatment with restylane defyne 1 syringe on (B)(6) 2021 to chin and pre-jowl, 1 syringe to chin on (B)(6) 2021, 1 syringe to chin on (B)(6) 2021 and restylane lyft 1 syringe to chin on (B)(6) 2021. On (B)(6) 2021, the patient received treatment with 1 ml restylane-l (lot 19067), 0.1 ml aliquots to chin, supraperiosteal using 27g needle with unknown injection technique for chin augmentation. On (B)(6) 2021, the patient experienced possible occlusion (vascular occlusion) or possible compression (vascular compression) of a vessel on bilateral chin. This was either a vascular occlusion or compression. The patient had been to another hospital and was told that it was not an occlusion. But the reporting hcp, who injected the patient was very concerned that this issue was turning (related to) the product. The hcp wanted to continue to pursue the treatment options for the patient. On (B)(6) 2021, the patient received treatment with hylenex [vorhyaluronidase alfa] at 1500u which was ineffective. The patient underwent hyperbaric treatment for the events at another hospital. The reporting hcp did not know much as the patient did not follow up with hcp. The reporter assessed the events as requiring medical intervention and permanent damage to body structure. Outcome at the time of the report: possible occlusion was not recovered/not resolved/ongoing. Possible compression was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on (B)(6) 2021 from same reporter forwarded via another hcp: case upgraded to serious. Patient demographics, skin type, past filler treatment, suspect device implant date, volume, needle type, location, event onset date, severity, outcome and corrective treatment details were updated. V.2 fu received on (B)(6) 2021 from same reporter: corrective treatment details updated. V.3 fu received on (B)(6) 2021 from same reporter: the hcp confirmed that the suspect product was restylane-l.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-oct-2021 by an other health professional which refers to a 66-year-old female patient. The patient had fitzpatrick skin type 1. The patient had no known allergies. No information about medical history or concomitant medication has been provided. The patient had previously received treatment with restylane defyne 1 syringe on (B)(6) 2021 to chin and pre-jowl, 1 syringe to chin on (B)(6) 2021, 1 syringe to chin on (B)(6) 2021 and restylane lyft 1 syringe to chin on (B)(6) 2021. On (B)(6) 2021, the patient received treatment with 1 ml restylane-l (lot 19067), 0.1 ml aliquots to chin, supraperiosteal using 27g needle with unknown injection technique for chin augmentation. On (B)(6) 2021, the patient experienced possible occlusion (vascular occlusion) or possible compression (vascular compression) of a vessel on bilateral chin. This was either a vascular occlusion or compression. The patient had been to another hospital and was told that it was not an occlusion. But the reporting hcp, who injected the patient was very concerned that this issue was turning (related to) the product. The hcp wanted to continue to pursue the treatment options for the patient. On (B)(6) 2021, the patient received treatment with hylenex [vorhyaluronidase alfa] at 1500u which was ineffective. The patient underwent hyperbaric treatment for the events at another hospital. The reporting hcp did not know much as the patient did not follow up with hcp. The reporter assessed the events as requiring medical intervention and permanent damage to body structure. Outcome at the time of the report: possible occlusion was not recovered/not resolved/ongoing. Possible compression was not recovered/not resolved/ongoing. Tracking list: v.0 initial: v.1 fu received on 26-oct-2021 from same reporter forwarded via another hcp: case upgraded to serious. Patient demographics, skin type, past filler treatment, suspect device implant date, volume, needle type, location, event onset date, severity, outcome and corrective treatment details were updated. V.2 fu received on 22-nov-2021 from same reporter: corrective treatment details updated.

Manufacturer narrative:
Product comment: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid but inconsistent with the reported product. A follow-up will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Company comment: the serious expected events of vascular occlusion and vascular compression were considered possibly related to the treatment. Serious criteria include the need for medical intervention to prevent the permanent damage. The potential root cause include injection of the filler intravascularly or in the vicinity of blood vessels leading to vascular occlusion or compression. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-oct-2021 by an other health professional which refers to a (B)(6) female patient. The patient had fitzpatrick skin type 1. The patient had no known allergies. No information about medical history or concomitant medication has been provided. The patient had previously received treatment with restylane defyne 1 syringe on (B)(6)2021 to chin and pre-jowl, 1 syringe to chin on (B)(6) 2021, 1 syringe to chin on (B)(6) 2021 and restylane lyft 1 syringe to chin on (B)(6) 2021. On (B)(6) 2021, the patient received treatment with 1 ml restylane-l (lot 19067), 0.1 ml aliquots to chin, supraperiosteal using 27g needle with unknown injection technique for chin augmentation. On (B)(6) 2021, the patient experienced possible occlusion (vascular occlusion) or possible compression (vascular compression) of a vessel on bilateral chin. The patient had been undergoing hyperbaric treatment for the events. The patient had been to another hospital system and was told that it was not an occlusion but reporting hcp, who had injected the patient was very concerned that this issue was turning (related to) the product and wants to continue to pursue treatment options for the patient. On (B)(6) 2021, the patient received treatment with hylenex [vorhyaluronidase alfa] at 1500u which was ineffective. The reporter assessed the events as requiring medical intervention and permanent damage to body structure. Outcome at the time of the report: possible occlusion was not recovered/not resolved/ongoing. Possible compression was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on (B)(6) 2021 from same reporter forwarded via another hcp. Case upgraded to serious. Patient demographics, skin type, past filler treatment, suspect device implant date, volume, needle type, location, event onset date, severity, outcome and corrective treatment details were updated.

Manufacturer narrative:
Product comment: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid but inconsistent with the reported product. A follow-up will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Company comment: the serious expected events of vascular occlusion and vascular compression were considered possibly related to the treatment. Serious criteria include the need for medical intervention to prevent permanent damage. The potential root cause include injection of filler intravascularly or in the vicinity of blood vessels leading to vascular occlusion or compression. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities.